Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that there are stains on the dressing.

Manufacturer narrative:
A batch record review indicate no discrepancies with the complaint issue. All quality checks were completed and all satisfactory. Preventive maintenance logs have been checked and they were completed. Machine logs were checked and there were no discrepancies that would lead to this complaint issue. No photo or sample has been received for this complaint. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.